Event description:
It was reported that the atrial lead exhibited noise, loss of sensing, and low impedance. The lead insulation exhibited an anomaly also. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.